Manufacturer narrative:
The investigation for the thrombus and limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus and limb ischemia could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
Complainant in japan reported the patient had an impella cp smart assist implant and a giant thrombus developed that led to lack of blood flow. The thrombus was attached to the cp shaft and there was a risk of cerebral embolism due to the ECMO (extracorporeal membrane oxygenation) blood supply. The thrombus was treated with a fogarty catheter and blood flow was restored without any problems. The impella cp was removed and replaced with an impella 5.5.